Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. As a result of the physical inspection and functional testing of the device, olympus has concluded that the reported issue was likely caused by repeated use over a long period of time causing the scope connector to wear out. This, along with a dimming light source bulb, would result in the loss of image reported by the customer. The device was repaired and returned to customer. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
The device referenced in this report has returned to olympus for evaluation. Preliminary findings are reported in. The definitive cause of the customer's experience cannot be determined at this time. The investigation is ongoing. Physical evaluation of the complaint device reveals: the user's report is confirmed. The connectors are loose. The battery is aging. The image is lost when you wiggle the pigtail. Lamp b is dead, and lamp a is browning. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported while preparing a video system for use, the video connector is not working (no image) unless you hold it in place. There is no patient contact/impact related to this occurrence.